Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was getting an alert 113 (reduced water temperature control) on the arctic sun device. The patient temperature was 34c, target temperature was 33c, water temperature was 29.5c, flow rate was 2.9lpm, t4 (chiller temperature) was 4c and the mixing pump command was 100 percentage. Nurse had another device in department. Mss advised nurse to stop therapy and empty pads before connecting to new machine and send the device to biomed. Per sample evaluation results received on 09-feb-2023, the root cause of the reported issue is due to a failed mixing pump. It was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that nurse was getting an alert 113 (reduced water temperature control) on the arctic sun device. The patient temperature was 34c, target temperature was 33c, water temperature was 29.5c, flow rate was 2.9lpm, t4 (chiller temperature) was 4c and the mixing pump command was 100 percentage. Nurse had another device in department. Mss advised nurse to stop therapy and empty pads before connecting to new machine and send the device to biomed. Per sample evaluation results received on 09-feb-2023, the root cause of the reported issue is due to a failed mixing pump. It was reported that the arctic sun device was primed to fill.